Event description:
It was reported that during a percutaneous transluminal intervention procedure, a balloon burst occurred. The highly stenosed target lesion was located in the moderately tortuous and highly calcified superficial femoral artery. The 6.0 x 100/135 f/g sterling over-the-wire balloon catheter was advanced to the lesion. The balloon was noted to have been inflated several times and ultimately burst at 14 atmospheres on an unknown inflation attempt. The procedure was completed with another of the same size device. There were no patient complications reported and the patient's condition was reported as 'fine'.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had 3 other devices implanted. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired after implant duration of approximately 0.03 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of (B) (6) 2009, there was large amounts of bleeding during the operation. Attempts were made to control the bleeding. "We had contacted the family and they were well apprised of the grave situation as we went to the intensive care unit with the patient on extracorporeal membrane oxygenator. He left the operating room in very, very critical and unstable condition."